Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore no evaluation could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to lack of sample. Based on the information gathered during baxter?s investigation, the root cause of the report could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during use during drain 4 of 5. The patient was connected. The baxter technical service representative (tsr) had the caregiver (cg) check for leaks. The cg stated there were no leaks, only the appropriate clamps were open, and the patient did not disconnect. The tsr reviewed the proper procedures per the user manual. The patient would disconnect from the set and perform a manual exchange. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the cg on (B)(6) 2011 regarding the reported se 2240. The cg stated they did not notice any visible damage or abnormalities with the supplies in use and did not know how air might have got into the lines. The cg stated they spoke with the nurse about the alarm and the patient has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.